Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the sureform 60 stapler instrument or the reload accessory that was used during this reported event; therefore, failure analysis investigations could not be performed. An advance stapler log review, the procedure review dashboard was used to collect data on the installs. Sureform 60 stapler (lot number: l80231207-0088), was used first, and it was installed on the system 3 times and fired 2 reloads (1 white, followed by 1 blue). On install 1, the system failed to detect the reload color, and the user manually selected the white reload via the guided user interface (gui) on the surgeon side console (ssc) touchpad. The first clamp was successful, and the firing was completed with 1 pause for compression. On install 2, the first clamp was successful, but was followed by a firing failure. The logs show an error code, representing the failure. The instrument was re-installed 1 additional time, with a blue reload, however no clamping or firing was attempted. Sureform 60 stapler (lot number: k19231012-0266), was installed on the system 10 times and fired 9 reloads (7 blue, followed by 2 white). On install 1, the system failed to detect the reload color, and the user manually selected the blue reload via the gui on the ssc touchpad. All clamps were successful, and the firing was completed with no pauses for compression. On installs 2-7, the first clamps were successful, and the firings were each completed with no pauses for compression. On installs 8 and 10, the firings were each completed with 1 pause for compression. On install 9, no clamping or firing was attempted. The instrument was then removed and not used in the procedure again. There were two other errors in the logs around the times the stapler was installed, and correlating with the universal surgical manipulator the instrument was installed on. The errors indicate that the system failed to setup communication with the radio-frequency identification (rfid) tag of the instrument installed at the time. It appears that both errors were resolved.

Event description:
It was reported that during a gastric bypass procedure, tissue was pushed out while a sureform 60 stapler instrument with a blue reload accessory was fired and caused bleeding. The stapler was installed on universal surgical manipulator 1 (usm1) when the event occurred. The surgeon could not recall a specific error message; however, there was a message regarding "a failure and having to unclamp the stapler in order to continue". A technical support engineer (tse) was called, and the system logs were reviewed, which revealed an error pointing to a sureform 60 firing failure. After unclamping the stapler, the blade was exposed and still within the stomach tissue. The surgeon grasped the tissue using a cadiere forceps instrument to remove the sureform 60 stapler instrument, and then used a fenestrated bipolar forceps to cauterize the bleeding; the estimated blood loss was 25mls. To reapproximate the tissue, a partial gastrectomy was performed to resect the damaged tissue using a backup sureform 60 stapler instrument with a blue reload accessory. The removal of the additional tissue still resulted in an acceptable surgical outcome and the procedure was completed robotically; there were no post-operative complications. The firing failure delayed the procedure for more than 30 minutes.

Manufacturer narrative:
Additional information can be found in section a and h10. Intuitive surgical, inc. (Isi) did not receive the reload accessory involved in the complaint. Isi did receive the sureform 60 stapler to perform failure analysis and confirmed, but did not replicate the customer reported complaint of ¿misfired¿. The instrument had 1 firing failure based on the log review, which was not replicated through in-house testing. The stapler was installed onto an in-house system and fired successfully. The resultant staple-line was visually inspected and the cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape.

Event description:
Refer to h11 for follow-up information.